Manufacturer narrative:
Investigation summary with all the available information, boston scientific concludes that the investigation performed on the cylinders identified that the cylinder body was cut into two pieces, which will be considered as a secondary failure due to the damage being consistent with explant damage. Although the cylinders investigation was unable to confirm the reported allegations, the functional testing performed on the pump identified that the component failed the activation test; therefore, a malfunction of the pump was identified. Device history record (DHR) the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis visual analysis of the cylinders identified that there was a wear at fold at the cylinder body. Cylinder 1 was identified to be cut into two pieces at cylinder body it will be considered a secondary failure. Visual examination of the pump identified that the kink resistant tubing (krt) was worn to the filament; however, no leaks were present. Functional testing was not performed on cylinder 1 due to the leak observed. The cylinder 2 was functionally tested and it was noticed that the component performed within specification. The functional testing of the pump showed that the pump failed the activation test that verifies that with the pump in the deactive state, fluid does move from the reservoir side of the pump to the cylinder side of the pump through a squeezing motion of the pump bulb at less than 8 lbf (pound-force) with no back pressure on the cylinder to the pump. Labeling review the device instructions for use (IFU) was reviewed. The patient symptom erosion was found to be listed in the IFU. Investigation conclusion based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. For the investigation performed on the pump, a conclusion code of caused traced to component failure.

Event description:
It was reported that the patient had a threatened/impending erosion of the right cylinder. The physician believes the right cylinder was malpositioned. The patient underwent a surgical intervention in which the physician removed the old inflatable penile prosthesis (ipp) device, made a new space for the new cylinder, and replaced with new ipp.

Event description:
It was reported that the patient had a threatened/impending erosion of the right cylinder. The physician believes the right cylinder was malpositioned. The patient underwent a surgical intervention in which the physician removed the old inflatable penile prosthesis (ipp) device, made a new space for the new cylinder, and replaced with new ipp.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the investigation performed on the cylinders identified that the cylinder body was cut into two pieces, which will be considered as a secondary failure due to the damage being consistent with explant damage. Although the cylinders investigation was unable to confirm the reported allegations, the functional testing performed on the pump identified that the component failed the activation test; therefore, a malfunction of the pump was identified. In addition, the visual examination performed on the reservoir identified an inhibizone discoloration and inconsistency at the reservoir shell adapter junction; no leak was found, however, the inhibizone inconsistency could affect the functionality of the device by not applying antibiotics in that region. Device history record (DHR): the lot information was not provided for the returned components so DHR review could not performed. Device technical analysis: visual analysis of the cylinders identified that there was a wear at fold at the cylinder body. Cylinder 1 was identified to be cut into two pieces at cylinder body it will be considered a secondary failure. Visual examination of the pump identified that the kink resistant tubing (krt) was worn to the filament; however, no leaks were present. The visual examination of the reservoir identified that there was an inhibizone discoloration and inconsistency at the reservoir shell adapter junction. This inconsistency could affect device functionality of not applying antibiotics in that region. Under the microscope, it was noted that the krt was worn to the filaments; however, no leaks were found in the component. Functional testing was not performed on cylinder 1 due to the leak observed. The cylinder 2 was functionally tested and it was noticed that the component performed within specification. The functional testing of the pump showed that the pump failed the activation test that verifies that with the pump in the deactive state, fluid does move from the reservoir side of the pump to the cylinder side of the pump through a squeezing motion of the pump bulb at less than 8 lbf (pound-force) with no back pressure on the cylinder to the pump. No functional testing was performed on the reservoir. Labeling review: the device instructions for use (IFU) was reviewed. The patient symptom erosion was found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to the cylinders investigation. A conclusion code of caused traced to component failure was assigned to the pump investigation and a conclusion code of manufacturing deficiency was assigned to the reservoir investigation.

Event description:
It was reported that the patient had a threatened/impending erosion of the right cylinder. The physician believes the right cylinder was malpositioned. The patient underwent a surgical intervention in which the physician removed the old inflatable penile prosthesis (ipp) device, made a new space for the new cylinder, and replaced with new ipp.